Event description:
The physician reported that during the implant procedure, the right ventricular (rv) lead presented with high thresholds and undersensing at multiple sites. The rv lead was not used and a different lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.